Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons had to press 10 to 15 times for the screen to finally came on. The customer stated that numbers were not ramping on their own. Customer stated they pushing the home button nothing came up and eventually came up. Customer stated they performed self-test and hardware low level failure alert. Customer was able to clear the alarm and able to rewind the insulin pump. Customer performed self test and it was pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.